Event description:
The reporter stated the surgeon inserted on aa4204vf silicone plate lens but changed his mind for a different lens. The lens was removed and there was no patient injury.

Event description:
Additional information was re ieved from the reporter. The aa4204vf plate silicone lens ws loaded and not used due to the patient's eye having increased pressure in the anterior chamber. Surgery was completed using another type of lens. No patient injury.